Event description:
(B)(6) has type 1 diabetes managed with a dexcom g7 cgm, tandem t: slim x2, and humalog insulin. (B)(6) has used this management since (B)(6) 2024. On (B)(6) 2025, (B)(6) insulin pump started receiving data from the cgm that her blood glucose was trending on the low end and trending down which resulted in the pump suspending delivery of insulin for most of the day. This continued through (B)(6) 2025. On (B)(6) 2025, patient started to develop vomiting and diarrhea. During this time (B)(6) did not verify blood glucose with traditional glucometer check. On (B)(6) 2025 she presented to the emergency department by ems. Ems reported her blood sugar reading was "high" ¿ while the cgm data seen on the insulin pump was reading <70 mg/dl. Lab indicated blood glucose was actually 1411 mg/dl while cgm data reported to insulin pump continued to read <70 mg/dl. Pt had severe diabetic ketoacidosis and was admitted to the ICU for 3 days. After discharge from the ICU, patient restarted pump and cgm presumably from the same lot as the previous cgm. Her blood glucose was trending high but suddenly received a low alert. This time the patient was able to verify with a glucometer check that her blood glucose was over 300 mg/dl. Previous cgm sensor that was suspected to cause life threatening condition and hospitalization lot # was 1825077003.